Event description:
IV tubing found to again have the cap fused to the tubing, making it unable to connect with the IV catheter. Tubing is unable to be used this way. This happened approx a week ago as well with the same type and size of tubing.